Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
The patient was revised to address pain in their groin. Upon revision metallosis and metal fragments were found in the hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-35326. This report, 1818910-2013-33700, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-35326. Depuy still considers this investigation closed.

Event description:
Update rec'd 11/21/2013: clinical report received. Clinical report states that patient was revised to address loosening of the cup. There is no new additional information that would affect the investigation. Update rec'd 6/3/2014 - legal claim received. Dob provided. There is no new additional information that would affect the investigation. This complaint was updated on: 06/25/2014.